Event description:
Procedure: lower anterior resection- double staple. According to the reporter: after the anastomosis a leak was found during the leakage test. The surgeon then oversewed the anastomosis. There was no bleeding, content leakage, or additional tissue loss due to this. As a result, the procedure was extended approx one hour.